Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the stomach. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Something inside broke with a noise, but could not see what. In order to resolve the issue and complete the case, changed to a new manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Additional information: d10 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.